Manufacturer narrative:
(B) (4). The ge service rep found a diagnostic camera failure. He replaced and adjusted the camera. The system operates as intended.

Event description:
The customer reported that there was a bv camera error message and there was no image output from the camera. No patient injury was reported.